Manufacturer narrative:
Additional information: b5, b6 and h6. B5: upon follow up, it was reported that the patient also experienced abdominal pain as a peritonitis manifestation and was treated with injection amikacin (250mg, once daily, intraperitoneal) for peritonitis. Four days after hospital admission, the patient was discharged from the hospital. On an unknown date, all antibiotics were discontinued. On an unknown date, the patient was readmitted to the hospital for peritonitis and abdominal pain. Pd therapy was discontinued, and the patient was switched to hemodialysis (ongoing). On an unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 96hrs, intraperitoneal, ongoing) and injection meropenem (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Three days after event onset, the patient was recovered from peritonitis; however, the patient remained hospitalized. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.